Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving no delivery alarms on the insulin pump during bolus. Customer stated that he was receiving an average of one no delivery alarm per day. Blood glucose level was 181 mg/dl at the time of the call. No further information was provided.